Event description:
The extension tube split along one of the spiral reinforcements.

Manufacturer narrative:
H6, code 86: dimensional measurements taken. H6, code 68: material changes have been made to this product since this mfg lot had been produced. The analysis of the returned sample showed the actual presence of the complained defect. The dimensional check we made showed the flat part of the tube was MFR with an old type of material. In fact, the modification application 60/96 dated may 22, 1996 stated the change of the above mentioned material with a new one that turned out to be stronger (ref. Test report attached). Since the application of the mod. Appl. 60/96 we have not received any type of negative feedback from customers concerning the cahteter mount, furtherly confirming the positive impact of the change we decided. The first batch produced following the above is dar 331/5113, batch 6/12110 (q.ty 20 pieces).